Manufacturer narrative:
On 12/14/2020, the distributor confirmed that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.

Event description:
On 12/10/2020, a distributor of infutronix reported an issue on behalf of an end user: "the patient's tubing became disconnected from the yellow connector." Device operator was a registered nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.